Manufacturer narrative:
Device is combination product.device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was further reported that the patient's condition prior to the procedure was "frail" but stable. The lesion was approximately an 85% blockage of the vessel. The predilatation was noted to be successful. The stent delivery system was advanced to the lesion without any issues and the physician mentioned minor resistance. While trying to slightly pull back the stent proximally to position it across the lesion, the hypotube broke. "When withdrawing the catheter this was separated at the abdominal level from the rest of the system, as it would have been cut with scissors, without noticing any damage or kinking of the hypotube, remaining the rest of the system in the aorta and descending artery. Despite anticoagulant being used, the patient presented thrombosis 15 minutes after." The cine of the procedure revealed that at the end of the procedure, the target lesion was fully occluded.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture, arrhythmia, myocardial infarction, thrombosis and death occurred. Vascular access was obtained via the femoral artery. The totally occluded de novo lesion measuring 2.8mm in diameter and 24mm in length was located in a moderately calcified and severely tortuous left anterior descending artery (lad). The lesion was predilated to 12 atms with a 2.5x20mm maverick balloon, reducing the stenosis to 60%. A 2.5x24mm taxus liberte" stent was being advanced to the lesion when resistance was felt. When the physician attempted to inflate the stent delivery system, the inflation failed. The 2.5x24mm taxus liberte" stent was removed from the patient, and it was noted that the device fractured on the hypotube shaft approximately 15-20cm before the hydrophilic coating and tapered core wire. The proximal portion of the device was removed; however, the distal portion remained in the patient. While the physician was attempting to remove the device with a microloop, the patient began to fibrillate, thrombosed and had a myocardial infarction. Although the physician was successful in removing the device from the patient, the patient expired during the procedure.

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned to boston scientific corporation (bsc) for technical analysis. However, the device was forwarded to the (B)(6) following the event. Bsc r&d engineers examined the device at the (B)(6) center in conjunction with (B)(6) engineers. They identified 3 breaks on the shaft of the stent delivery system (sds) so, the sds was in 4 sections. This analysis indicated that the: - first break site was on the hypotube. There was also a hypotube kink approximately 3 inches distal to the hypotube break. - second break site was at the midshaft. The midshaft was also stretched and severely twisted. - a third break site of the inner and outer lumen was identified. The (B)(6) engineers reported that this break was formed after the coronary procedure by the (B)(6) engineers using a razor blade to aid their own investigation. There was also some major twisting observed on the outer shaft at a position just distal to the port area. The stent was fully crimped onto the sds and from the limited photographic evidence there appeared to be no issues with the tip, stent and balloon sections of the device. There was solidified blood along the inflation lumen and entire device. The (B)(6) technical experts have requested 5 taxus liberte 24mm x 2.50mm devices and the bsc shaft testing specification for this product. There was no issue noted during this testing. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The complaint report states that the lesion was severely tortuous. Highly tortuous anatomies are contraindicated in the dfu. The lesion also contained moderate calcification. The complaint report also states that resistance was encountered during the procedure. The dfu states that "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit". The complaint report states that as per the dfu, the physician pre-dilated. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure performance was limited. We were unable to obtain a coroners report or the physician's analysis of cause of death. However, please refer to the additional information provided in this report as it includes information about the thrombosis that occurred during the procedure. (B)(4)